Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced battery issues. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on-site at the facility by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with battery issues was confirmed during product evaluation. The root cause of this condition was assigned to depleted main batteries resulting from user error. The main batteries and battery harness were replaced to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92. A review of the product labeling was performed and found the labeling to be adequate. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.